Event description:
The leads migrated shortly after implant. Revision was performed and despite multiple reprogramming attempts, adequate stimulation in the proper area could not be captured. The therapy was turned off and remained off until the system was removed. A portion of a lead remained in the spine.

Manufacturer narrative:
(B) (4).